Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was intended to be implanted in the common bile duct to treat jaundice and lower abdominal pain during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal performed on (B)(6) 2026. During the procedure, the tip of the catheter fractured after entering the body. The fractured tip remained in the common bile duct and was difficult to retrieve. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.